Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a cause could not be stablished. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): phenomenon 1 ifus maintenance this product, endoscopes, and endoscope-related equipment are prone to failure as the cumulative number of cases used increases or as the period of use lengthens. In addition to the inspection before each case, the person in charge of maintenance and management of medical equipment at each facility should periodically inspect the inspection items described in this instruction manual. Do not use a camera head that is suspected of having an abnormality. If an abnormality is suspected, inspect the equipment according to "5.2 identifying and correcting abnormalities". If the abnormality persists, be sure to repair the equipment before use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the subject device exhibited pixel defects due to image capture failure. There was no patient involvement.